Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "this weekend while they (first responders) were drilling into the leg of the patient the needle wouldn't unscrew almost like it was fused to the product. Felt it go into the bone but it would not unscrew to attach IV tubing.". No material number or lot number provided for device.

Event description:
It was reported that: "this weekend while they (first responders) were drilling into the leg of the patient the needle wouldn't unscrew almost like it was fused to the product. Felt it go into the bone but it would not unscrew to attach IV tubing. " no material number or lot number provided for device.

Manufacturer narrative:
(B)(4).